Manufacturer narrative:
(B)(4).

Event description:
Information was received from a health care provider (hcp) via a manufacturing representative regarding a patient receiving intrathecal morphine. The dose, concentration, and lot number were unknown, but the manufacturing representative noted that the concentration was "higher than usual." Following the patient's pump replacement, the patient was unable to achieve a satisfactory therapeutic level. The health care provider (hcp) suspected a granuloma. An MRI was performed in either (B)(6) 2015, and the MRI results were consistent with a granuloma. Following the MRI, the pump was replaced with saline, and saline was dispensed until the catheter was replaced. It was not confirmed if a granuloma was present; however, the doctor could not aspirate from the catheter during the surgical procedure (hence the catheter was replaced). It was unknown why the doctor could not aspirate from the catheter. Further information was received from the health care provider (hcp) via a manufacturing representative that a follow up MRI report showed no granuloma. There was no granuloma found at the time of catheter replacement. Following the catheter replacement, the patient had been doing well. If additional information becomes available, the event will be updated.

Manufacturer narrative:
Under microscope inspection indents and circular coring can be seen in the bottom of the cup of the sc connector consistent with the inner diameter of the tip of the outlet port of the pump. Pressure testing in the lab showed the sc connector to be leaking, most likely due to the coring that was seen. As received, dark foreign material was seen in the most proximal of the dispensing holes. When initially tested for patency, an occlusion was seen in the most proximal of the dispensing hole but the occlusion was easily broken loose. After decontamination the dark foreign material was no longer in the most proximal set of dispensing holes but the catheter was still discolored in this area. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion code no longer applies.

Event description:
Additional information was received from the health care provider (hcp). The catheter was clogged (causing the inability to aspirate).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.